Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff has failed to stay inflated on tracheostomy tube. The child was changed onto different tracheostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff has failed to stay inflated on tracheostomy tube. The patient was well and had no harm.